Manufacturer narrative:
Device analysis: following a detailed device analysis proximal stent damage was found. Some of the stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. Visual examination of the hypotube revealed several severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device through some form of restriction. Microscopic examination of the tip found no issues. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No add'l product analysis or external evaluations were performed. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed and the results of the through investigation completed, the most probable root cause of this defect is due to a design constraint of the product. A CAPA has been initiated to address this issue.

Event description:
This complaint is now reportable based on the analysis completed on 30 nov 2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, that the stent could not cross the lesion. The 99% stenosed, calcified target lesion was in the proximal to mid portion of the averagely tortuous left anterior descending artery (lad). A 3.0 x 24 mm taxus express2 drug eluting stent (des) had been selected and advanced to the target lesion, but it was unable to cross the lesion. 2 unk type wires were inserted, but still the device was unable to cross the lesion. The procedure was completed with a 2.5x24mm taxus express2 des. There were no complications reported with the pt's current condition listed as "good". However, the returned product analysis confirmed that there was stent damage.